Manufacturer narrative:
(B)(4). Date sent: 7/6/2023 d4: batch # 367c89 b3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. What is the most current patient health status? Standard health post operation. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator missing; which lead to the device not been able to fire. No damage was observed on the jaws. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the actuator post has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 367c89, and no non-conformances were identified.

Event description:
It was reported that in a lap appendectomy the stapler near the cartridge end "broke into pieces". No further detail has been uncovered. He was not present during the case and the stapler is red bagged so they have not had a chance to look at it themselves. There was no delay in procedure. It was successfully completed. No patient consequences reported. No further information is available.